Event description:
There was no patient involved in this event. This device was malfunctioned as the device switches on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in december 2009 and performed to specification up to the 26th april 2015. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(4) 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this would have no impact on the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.